Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became entrapped. The target lesion was located in the distal left circumflex artery (lcx). Following pre-dilatation, delivery of a 3.5x24 mm synergy¿ stent was attempted using a non-bsc coronary artery penetration catheter. The stent got stuck at the stenosis in the proximal lcx. Another guidewire was inserted and dilation was performed several times. The stent was removed from the patient and the procedure completed with balloon angioplasty. No patient complications were reported and the patient's status was stable.